Manufacturer narrative:
This supplemental report is being submitted to provide additional information.. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. The exact cause could not be determined.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested (B)(6) for microbes as follows. The auxiliary water channel: staphylococcus haemolyticus and staphylococcus warneri(70 cfu/endoscope in total). The air/water channel: staphylococcus epidermidis(1 cfu/endoscope). The instrument channel: actinomyces and streptococcus sanguinis(7 cfu/endoscope in total). The subject device had been brushed manually using a non-olympus cleaning brush(asept inmed) and disinfected using a non-olympus automated endoscope reprocessor(soluscope, series4) with peracetic acid. After reprocessing, the subject device was stored in the storage cabinet(soluscope, eset dsc8000). There was no report of patient infection associated with this report.